Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with cracked reservoir tube window and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the act, esc, up, down, and b buttons were not working. The customer also reported that there were cracks near the reservoir opening and by the buttons and system was powering down. The insulin pump had suspended unexpectedly related to carelink upload. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.